Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 350cc mentor memorygel breast implant being used in a primary breast augmentation was ruptured by a needle puncture during the operation. No adverse event was experienced by the patient. The surgeon used backup devices, and there were no reported patient consequences or procedural delays.

Manufacturer narrative:
On october 11, 2022, the mentor failure analysis lab has received the device for evaluation. On october 30, 2022, the evaluation for the device was completed. Device evaluation summary: during the visual analysis of the returned sample smooth hpg, 350cc no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed two (2) tears (a and b) on the anterior view, measuring approximately 0.2 cm and 0.1 cm respectively. A microscopic examination was performed on the edges of the ruptures (a and b), and parallel striations were found in the whole area of both tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. This is consistent with the information provided by the customer which specify that the implant was punctured by a needle. Based on the information currently available, a microscopic examination of the returned product indicates that the implant has been damaged during the implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4). Section d7a. Was erroneously selected "yes" in the previous report. Section d7a. Has been updated to "no".